Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Arctic sun device without issue for a couple of days now. They just turned the patient and were now getting a probe out of range alarm14 (patient temperature 1 probe out of range). Confirmed they checked placement of the esophageal probe and confirmed it was seated properly into the temperature in cable. Suggested they first get another temperature in cable and see if the probe works. If not, the probe itself will need to be replaced. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial/lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been running therapy in an arctic sun device without issue for a couple of days now. They just turned the patient and were now getting a probe out of range alarm14 (patient temperature 1 probe out of range). Confirmed they checked placement of the esophageal probe and confirmed it was seated properly into the temperature in cable. Suggested they first get another temperature in cable and see if the probe works. If not, the probe itself will need to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been running therapy in an arctic sun device without issue for a couple of days now. They just turned the patient and were now getting a probe out of range alarm14 (patient temperature 1 probe out of range). Confirmed they checked placement of the esophageal probe and confirmed it was seated properly into the temperature in cable. Suggested they first get another temperature in cable and see if the probe works. If not, the probe itself will need to be replaced.